Event description:
It was reported via user/facility medwatch# (B)(4) that device contamination occurred. A 3.00 x 32mm synergy xd drug-eluting stent was selected for use. However, during the opening of the package it was not ripped down the one side all the way. The device was caught in the packaging and the stent was dropped and contaminated. The procedure was completed with another stent. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 32mm stent delivery system (sds) was returned for analysis. The synergy xd device was received inside the shelf carton. Apart from the fact that the blue closure strip on the box shelf carton had been opened, there was no visible damage to the carton. Inside the shelf carton was the device in its torn pouch. The pouch was received torn open. The pouch was clearly labelled correctly with no damage observed to the labelling. Inside the pouch was the synergy xd 3.00/32 lot: 27857221-041, with attached pressure chart and directions for use card. An examination of the pouch confirmed that the pouch was torn open in a non uniform way. Part of the side seal was lifted (opened) and part remains stuck to seal. An examination of the synergy xd mr us 3.00 x 32mm stent delivery system (sds) identified no evidence of any device use. H6 device codes - difficult to open or remove packaging material has been added.

Event description:
It was reported via user/facility medwatch# (B)(4) that device contamination occurred. A 3.00 x 32mm synergy xd drug-eluting stent was selected for use. However, during the opening of the package it was not ripped down the one side all the way. The device was caught in the packaging and the stent was dropped and contaminated. The procedure was completed with another stent. There were no patient complications reported.